Event description:
It was reported that during an angioplasty treatment procedure, catheter removal difficulty occurred. The target lesion was located in the unspecified artery. After predilation, a 5.0 mm x 20 mm maverick xl was pulled and pushed in order to remove it from the patient, the shaft of the device was kinked. The balloon was poorly rewrapped and it came into contact with the tip of the guiding catheter. The physician experienced difficulty removing but this device was finally removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).